Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window; the glass cap has pushed forward in metal cap and is protruding; the metal cap is slightly deformed at the output window location; the outer flow tubing is stretched at the open end; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the customer reported "fiber loss of efficiency¿ at 104,855 joules and 25:00 minutes of usage. The fiber was exchanged and the case completed. Patient outcome: ¿no damaged the patient¿ reported. No injury to patient reported.